Event description:
It was reported by the customer that the pyxis medstation es system pyxis device is unresponsive, remaining on a blue screen that prompts for a password. A customer reported that the malfunction has caused a delay in the issuance of medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that customer has reported that the medstation is currently displaying a blue screen requesting a password input. A field service engineer arrived at the location, and upon investigation of the issue, I discovered that the sata hard drive's data and power cable was faulty and resolve the issue. The system functioned as intended after field service engineer troubleshooting.